Event description:
It was reported that after flushing the 2.5x38 mm xience xpedition stent delivery system (sds) the protective sheath was removed. The sheath was removed slowly; however, some resistance was felt during removal. After removal the stent implant was found to have shifted distally on the sds balloon. The device was not used for the procedure. A new xience xpedition of the same size was used successfully for the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported unstable stent was able to be confirmed. The reported difficulty to remove the sheath was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.